Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl with diabetic ketoacidosis (dka). The customer passed out in the shower and experienced short memory loss of the event. The customer was treated in the emergency room (ER) with insulin drip and fluids and was subsequently admitted to hospitalization in the intensive care unit (ICU), where insulin drip and fluids were continued. At the time of the report, the customer remained hospitalized and treatment was reported to have resolved elevated bg, with customer's bg level at 112 mg/dl. Per the contact, the customer's healthcare provider felt that the pump was not delivering basal insulin. However, review of pump data by tandem revealed that basal insulin was being delivered. However, the pump profile setting had recently been changed by the user, reducing the basal rate from 1.7 units per hour to 0.1 unit per hour. Multiple follow up attempts were made with the customer/contact; however, no response was received.

Manufacturer narrative:
The following additional information was received stating that when the customer experienced elevated bg levels, customer administered a correction shot, instead of a bolus via the pump. Contact confirmed that customer had not delivered a bolus via the pump since (B)(6) 2018, several days prior to hospitalization, and did not bolus via the pump until (B)(6) 2018. Contact stated that customer intentionally did not bolus, as they had not been eating much during this time and chose to give manual injections instead of pump boluses. Customer was released from hospitalization on (B)(6) 2018.